Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter per additional information received, patient is in good condition and left the hospital two weeks after surgery. About 4m of tissue was resected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap distal pancreatectomy, the anchoring suture was not cut and the device was stuck on tissue. The surgeon removed the device by force. There was tissue damage. The surgeon burned the cut end of pancreas with electrosurgical knife, clipped the main pancreatic duct and reinforced the tissue with neoveil sheet. The procedure was completed. The surgical time was extended by less than 30 min. Additional tissue resection was required due to the issue.